Event description:
Related MFR report number: 2017865-2023-95758. It was reported that a patient presented to clinic for follow up. Pacemaker (pm) interrogation was unable to be performed through rf telemetry and inductive telemetry. Transmissions revealed high pacing impedance, high capture threshold, and oversensing noted on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to explant and replace the pm and cap and replace the rv lead. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
The reported events of no inductive telemetry and no rf telemetry were confirmed. As received, the device had no telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements a device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.